Event description:
It was reported that caller experienced minimum fill notification and cartridge alarm while attempting to reuse original cartridge by removing and refilling insulin, which caused pump not to load properly. There was no adverse impact to the customer's blood glucose level. Caller was educated that cartridge reuse was off label, acknowledged information, declined further technical assistance, and successfully loaded new cartridge with fresh insulin, which resolved issue and allowed insulin delivery to resume, with no additional information received regarding any further outcome.